Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the devices battery does not hold its charge. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
No repairs were completed by the field service engineer as the customer has not approved quote for repair; therefore, it could not be determined if it failed to meet specifications. Per source notes, the customer will handle the service call/incident, as they will install the battery independently. Attempts have been made to try to obtain further information about the repair of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.